Manufacturer narrative:
The insulin pump alarm unexpected restart after battery change due to faulty on interface board. No external ram error alarm noted during testing. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test and all operating current measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot.

Event description:
The customer reported via phone call that they received unexpected restart alarm and external ram error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that a temporary basal was not programmed before the unexpected restart alarm occurred. The customer stated that the insulin pump was not stored or not in use for an extended period of time. The customer stated that the alarm occurred shortly after inserting a new battery. The insulin pump was returned for analysis.